Manufacturer narrative:
If implanted, give date: not applicable, lens not implanted. If explanted, give date: not applicable, lens not implanted, therefore, not explanted. Attempts have been made to obtain missing information; however, to date no further information was provided. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that while inserting the intraocular lens into patient¿s eye it was damaged. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint history revealed no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.